Manufacturer narrative:
(B)(4). Further information was requested but not available. Pxc161200/9969273 (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, vascular trauma (e.g., ilio-femoral vessel dissection) and aneurysm enlargement.

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, follow-up images identified a distal type I endoleak from the contralateral leg component (pxc161200/ 9969273) implanted in the right common iliac artery and the aneurysm enlargement (amount unknown) as well as the dissection reportedly due to the endoleak. On (B)(6) 2017, an iliac extender component, another contralateral leg component, and a bare metal stent were implanted to extend the previously implanted contralateral leg component. The right internal iliac artery was embolized and covered intentionally by the additional devices. The distal type I endoleak was resolved and the patient tolerated the procedure.